Event description:
It was reported that following a tracheobronchial stenting treatment procedure an abscess requiring stent removal occurred. The target lesion was in the middle lobe of the right lung. A (B)(4), 1.5cm ultraflex covered tracheobronchial stent was implanted to treat the target lesion. The stent was confirmed to be fully deployed and well positioned via fluoroscopy. Approximately 2 weeks later, the patient developed an abscess in the middle lobe of the right lung. A thoracotomy was performed and the stent was removed. There were no additional complaints reported with the patient¿s current condition listed as 'good'. Additional information received on (B)(6) , 2010: according to the physician, the thoracotomy was performed because the physician could not fully open the stenosis since it extended into too small an airway. The physician feels that the abscess was the result of a post-stenotic pneumonia, and not a failure of the stent or an issue with sterility.

Event description:
It was reported that following a tracheobronchial stenting treatment procedure, an abscess requiring stent removal occurred. The target lesion was in the middle lobe of the right lung. An ultraflex covered tracheobronchial stent was implanted to treat the target lesion. The stent was confirmed to be fully deployed and well positioned via fluoroscopy. Approximately two weeks later, the pt developed an abscess in the middle lobe of the right lung. A thoracotomy was performed and the stent was removed. There were no additional complaints reported with the pt's current condition listed as "good".

Manufacturer narrative:
Patient reported to be over 18 years of age. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.